Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided for analysis. It cannot be determined whether the product met specification, because the physical sample is not available. The picture showed reddened skin and skin burn. There was no picture of the device. The reported condition was not confirmed because only pictures are available. Without the product a detailed investigation could not be performed. If additional information is obtained, or the product is returned, we will re-open this investigation. The investigation could not determine the root cause of the customer's report because of inadequate sample. The instructions for use (IFU) states that to avoid skin trauma when removing the return electrode, peel off slowly with one hand while supporting the underlying tissue with the other hand. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after robotic myomectomy with removal of adnexal structures/ repair of ventral hernia, the patient experienced raised red area on the thigh part which diagnosed as third degree burn at post operative visit. Treated burn by a dermatologist.